Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a suction pump, part ID: 2208011, serial # (B)(6). According to the user facility, "the sales rep and customer prepared their equipment before the procedure. Before the patient was brought in they did a suction check and the suction wasn't working. They tried to replace the foot pedal, silencer, and tubing. When they switched out the suction pump unit, everything started to work. Then the patient was brought into the room and the case began." In addition, the device was not being used on a patient when the reported issue was identified prior to a hole procedure. A back-up device was retrieved to proceed with the scheduled procedure. There is no report of injury to the patient or other personnel and no time delay.